Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine had a burning smell and the actuator/test board was found to be burnt. It was reported the board was replaced but the new one also burnt. The burned board was noticed during routine maintenance. The biomed reported there was a small amount of smoke but no smoke detectors were triggered at the facility as a result. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 40,000 hours and the actuator/test board was the original fresenius part on the machine. The biomed reported that there was a pinched wire on the acid pump which was causing the issue. The biomed replaced the actuator/test board and acid pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The distribution board and acid pump were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.